Event description:
Literature: chan dtm, zhu xl, yeung jhm, et. Al. Complications of deep brain stimulation: a collective review. Asian j surg. 2009; 32(4): 258-63. Summary: this article presents an audit of all the pt's implanted with deep brain stimulation (dbs) between 1997 to the end of 2008 at one facility to assess complications arising from the 100 dbs electrode insertions and prevention of complications. Reportable event: one pt experienced a sudden loss of stimulation two months after an initial good response. Testing revealed high current drainage leading to the battery running out. Exploration revealed short circuiting due to an electrode fracture at the miniplate anchorage site. No pt treatment or outcome was reported. See literature article with MFR report #3007566237-2009-09382.

Manufacturer narrative:
(B) (4).